Manufacturer narrative:
Reported issue of stent migration. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture, with an associated post-surgical tracheoesophageal fistula, within the esophagus due to esophageal cancer. The terminally ill patient's health was reported as very fragile prior to the procedure, with severe esophageal cancer and tortuous anatomy. Furthermore, the patient was undergoing radiotherapy and chemotherapy prior to this event. The lesion was located approximately 14 cm distal to the start of the esophagus. The patient's anatomy was dilated prior to the stent placement with an esophageal c.r.e. Balloon. During the procedure, a wallflex esophageal fully covered stent was successfully implanted within the esophagus over a bsc jagwire guidewire. No issues were reported during the stent placement; the patient was said to be "safe and stable." Approximately thirty minutes post procedure, the physician extubated the patient. Subsequently, the patient experienced difficulties breathing and it was confirmed that the stent had migrated through the fistula into the bronchial tree. The patient underwent an emergency stent removal due to the migrated stent. The stent was successfully removed and no further treatments were provided. On (B)(6) 2012, it was confirmed that the patient had developed a pneumothorax, and subsequently expired later that day. The patient's death was reported as possibly due to the migration of the stent through the fistula into the bronchial tree, leading to a pneumothorax. An autopsy was not performed. Per the physician, the guidewire and c.r.e. Dilatation balloon used during the procedure worked as expected and no issues were encountered.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the esophagus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stricture, with an associated post-surgical tracheoesophageal fistula, within the esophagus due to esophageal cancer. The terminally ill patient's health was reported as very fragile prior to the procedure, with severe esophageal cancer and tortuous anatomy. Furthermore, the patient was undergoing radiotherapy and chemotherapy prior to this event. The lesion was located approximately 14 cm distal to the start of the esophagus. The patient's anatomy was dilated prior to the stent placement with an esophageal c.r.e. Balloon. During the procedure, a wallflex esophageal fully covered stent was successfully implanted within the esophagus over a bsc jagwire guidewire. No issues were reported during the stent placement; the patient was said to be "safe and stable." Approximately thirty minutes post procedure, the physician extubated the patient. Subsequently, the patient experienced difficulties breathing and it was confirmed that the stent had migrated through the fistula into the bronchial tree. The patient underwent an emergency stent removal due to the migrated stent. The stent was successfully removed and no further treatments were provided. On (B)(6) 2012, it was confirmed that the patient had developed a pneumothorax, and subsequently expired later that day. The patient's death was reported as possibly due to the migration of the stent through the fistula into the bronchial tree, leading to a pneumothorax. An autopsy was not performed. Per the physician, the guidewire and c.r.e. Dilatation balloon used during the procedure worked as expected and no issues were encountered.